Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem and d1 brand name deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th may, 2023 getinge became aware of an issue with one of our equipment - eqt. It was stated the paint was damaged on the holding arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 31st march, 2023 getinge became aware of an issue with one of surgical light - hanaulux 2003. It was stated the paint was damaged on the holding arm what was confirmed further on attached photos. Additionally, based on photographic evidence it was found that the label was torn. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: eqt. Corrected d1 brand name: hanaulux 2003.

Event description:
On 31st march, 2023 getinge became aware of an issue with one of surgical light - hanaulux 2003. It was stated the paint was damaged on the holding arm what was confirmed further on attached photos. Additionally, based on photographic evidence it was found that the label was torn. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical light - hanaulux 2003. It was stated the paint was damaged on the holding arm what was confirmed further on attached photos. Additionally, based on photographic evidence it was found that the label was torn. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint chipping and torn label and such scenarios could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. A technical evaluation of paint chipping and peeling was performed by subject matter experts who stated the following. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (hlx2000 IFU 56351039/e, page 10) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Regarding the issue with torn label, as stated by subject matter experts at maquet sas, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (hlx2000 IFU 56351039/e, page 20). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of our equipment - eqt. It was stated the paint was damaged on the holding arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.